Event description:
It was reported that multiple occlusion alarms occurred. There was no reported adverse impact to customer's blood glucose. Customer changed the infusion set and resumed pump therapy.